Manufacturer narrative:
The reported issue was confirmed during visual evaluation. During visual inspection it was noted the drainage tubing was kinked. The kink in the drainage tube was located approximately ½ in above the urine meter. The inspection procedure to product a319416am specified in the visual requirements ¿kinks in drainage tube, are not permitted." The ID and od of the drainage tube were measured in the section free of kink, under specification (B)(4), rv3 and were found to be within specification. However the root cause of the kinked in the drainage tube could not be determined .the pattern of folding was not possible reviewed because the sample was received without it's original package. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. -keep the collection bag below the level of the bladder or hips at all times. -position hanger on bed rail at the foot of the bed -use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked." (B)(4).

Event description:
It was reported that the tubing that connects to the urimeter kinked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tubing that connects to the urimeter kinked.